Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 47 mg/dl at the time of the incident and was treated with a candy. The customer was using the insulin pump for about 3 months now. The customer stated that they had never had a blood glucose that low. The blood glucose was back to normal now but the customer normally has higher blood glucose readings in morning. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not use auto mode. The customer does not allege that the insulin pump was over delivering. The customer declined troubleshooting. The insulin pump will not be returned for analysis.